Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge, interrupting insulin delivery. Customer's blood glucose (bg) level was over or above 600 mg/dl with large ketones. The customer administered a correction injection to address the bg. Reportedly, a new cartridge was loaded to address the issue